Event description:
It was reported that the customer's pump battery would not charge, and the pump screen remained dark and would not turn on. There was no adverse impact to the customer's blood glucose level as no additional information was available. The customer resolved the issue by using a secondary usb cable, and no further troubleshooting was requested.